Event description:
It was reported that the device comes on by itself when charging and starts giving the patient shocks in her legs. This happens when charging, it comes on real strong in her legs all by itself. The patient stated ¿how can I stand this when it¿s shocking me.¿ the device would always do this once it was charged and all the bars were black, this has been happening for the last year. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n278582, implanted: (B)(6) 2011, product type: accessory product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).